Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the reason for call was to request assistance with connecting to ins and adjusting therapy settings. Patient said they have not been able to "change the therapy program" for the past month. Patient said they went to managing hcp's office and they were unable to connect to ins, so they told them to call. Agent walked patient through trying to connect to implant, but patient was seeing 'device not responding' message. Patient said they have been unable to feel stimulation for the past month and also noticed return of symptoms over the past month. Patient mentioned that they fell in their room a month or so ago and after the fall they noticed that her symptoms came back and were unable to feel stim. The issue was not resolved through troubleshooting. Agent suggested patient go back to managing hcp due to potential damage to ins after patient fell on it. The patient was red irected to their healthcare provider to further address the issue.